Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in six (6) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. The particulate was further described as black (quantity 2) or white (quantity 4). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 25, 2020 - june 26, 2020. H10: six (6) actual samples were received for evaluation. A visual inspection along with magnification was performed which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.